Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Failed dft on original implant. A week later, physician wanted to add dual coil lead and move to left side. Dft successful with new dual coil. No adverse patient events were reported. Should additional information become available, this file will be updated.